Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported false positive results with the ID now covid-19 assay for two patients. This MFR report addresses patient 1 of 2: the customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. Pcr confirmation testing was performed on a throat and nasopharyngeal swab and generated a negative result. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
After further review of the record, it was identified that the aware date provided in follow-up # 1 was incorrect. During review, it was identified the event was not reportable as the product was not used as intended and therefore should not have been reported.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166091 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m166091, test base part number 190-430 / lot m166091. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166091 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue as the logfiles were not provided. The following MFR report number is related to this report: 1221359-2022-00917.